Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Race / ethnicity was reported as na. Manufacturer reference #: comp-(B)(4).

Event description:
It was reported by a healthcare professional that the upper left anchor on the silent nite device broke. Additional information received reported that there was no patient injury, harm or adverse event. No intervention was required. The device broke on (B)(6) 2026 and the patient stopped using the device the same day.

Manufacturer narrative:
Corrected information: d4, g4. DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and the connectors were detached from the device. Manufacturer reference #: (B)(4).